Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic, upon interrogation the device exhibited -elective replaced indicator -. The message was cleared by downloading the firmware and reprogramming the device. The patient would continue to be monitored.